Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed falsely elevated prolactin results while using architect prolactin reagents. The following data was provided (ng/ml). Initial 66 ng/ml, repeat at another facility using an unknown method 15 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Section suspect medical device 4. Lot number was changed to 78048ui00 from unknown. An evaluation is in process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.